Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient's son that this patient's leads became "detached". It is unknown whether this indicates the leads dislodged or if they lead terminal pin came out of the device header. As the patient had other health complications, the patient elected to program the pacemaker to the lowest setting. Additional information received from a health care professional indicates that a malfunction of both the right atrial (ra) lead and right ventricular (rv) lead were found at a follow-up appointment and it was determined that the lead malfunctions developed over the course of several months. The specific lead malfunction was not documented and further testing or lead revision was declined. The patient was sedentary. The patient had an average heart rate of 66 beats per minute at the follow-up appointment. This lead remains in service. No adverse patient effects were reported.